Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the temperature gauge was off by five degrees celsius. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Technical support will be sending customer replacement components. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.